Manufacturer narrative:
A ge service representative performed an on site investigation. The drive motor amplifier was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that there was a loss of motorized movements. A loss of motorized motion may result in the inability to obtain certain views in a patient care and could result in additional anesthesia or repeat of procedures. There was no patient injury or death reported.